Event description:
It was reported that the preloaded intraocular lens (iol) had scratches on the optic. The lens was inserted and subsequently removed during the surgery. Through follow up, we learned that the lens was removed and replaced with a back up iol. No further information received.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes, section d9 - date returned to manufacturer: 04-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the handpiece was received with the plunger rod fully advanced. Viscoelastic residue was distributed through the length of the cartridge; the cartridge tip was damaged and the damage extended to the tube of the cartridge. The lens module was examined, revealing no damage; however, viscoelastic residue was identified which could have contributed to the complaint event. Device assembly was inspected, revealing no issues. Plunger rod advancement was inspected and presented with no issues. The lens was coated in viscoelastic residue and was cleaned, revealing damage to the optic body and with the haptic slightly bent. The complaint issue "cosmetic issues" was not identified during product evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.